Manufacturer narrative:
Concomitant medical products: etuf3614c102e stent graft, implant date: (B)(6) 2019; etlw1620c124e stent graft, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncope/near syncope. Atrial under-sensing was noted on current episodes causing device to inappropriately mode switch, inappropriately atrial pace and inappropriate detection/termination of atrial tachycardia/atrial fibrillation episodes. The right atrial (ra) lead remains in use. It was further reported that the right ventricular (rv) lead experienced an undersensed episode. The rv lead remains in use. No further patient complications have been reported as a result of this event.